Manufacturer narrative:
Evaluation of returned device found evidence of multiple uses for a single use instrument. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, the patient is to be made aware and warned of general surgical risks. The patient is to be warned that ultra-drive tool tips can break or otherwise fail during surgery, and that fragments of broken tool tips can remain at the surgical site after surgery." Number 6 states, "device is single use only. Do not attempt to clean or re-sterilize this product. After use, this product may be a potential biohazard."

Event description:
It was reported patient underwent a revision of competitor product due to infection on (B)(6) 2013. During the procedure, the helical blade fractured inside the tip extender. As a result, the tip remains inside the patient's femur.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.